Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable tsh (thyrotropin) result for one patient sample. The initial result was 0.03 uiu/ml and was reported outside the laboratory. The physician questioned the result and the patient was redrawn the following day. The tsh result for the new sample was 3.51 uiu/ml. The sample from (B)(6) 2016 was repeated and the result was 3.51 uiu/ml. Both samples were sent to a reference laboratory and the result for both samples was 3.6 uiu/ml. The result from the reference laboratory was believed to be correct. The patient was not adversely affected. The tsh reagent lot number was 13781101 with an expiration date of 11/30/2016. The field service representative could not find a cause. He successfully completed performance testing. The investigation could not determine a specific root cause. Based on the provided information, a general reagent issue was excluded. The most likely root cause could be a leaning sample tube due to the fact that the customer did not use the recommended rack adapters for 13mm tubes.